Event description:
The facility reported a syndeo syringe pump that intermittently turns off. It is unknown when this event occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
The device has not yet been received in baxter for eval. A follow-up report will be submitted when the device has been received, and the eval has been completed.